Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customer's blood glucose level displayed as "high". The customer used a correction injection to address high blood glucose. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.